Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 6 was not opened due to a missing magnet. A field service engineer replaced the insep latch to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and required maintenance, which hinders users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.